Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the needle 25ga 1in there was leakage and foreign matter in or on device cannula/needle/coring. The leakage event occurred 3 times. The foreign matter event occurred 1 time. The following information was provided by the initial reporter. The customer reported the following issues of needle (300400): leakage ×3, foreign matter ×1.